Event description:
Sfa stenting-patient enrolled in trial in another country, moderate non-specified adverse event occurred during pre-pta of the stent in anastomosis. Patient recovered without permanent injury.